Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch:null. Device history review:null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously reported, pfs alleges extensive scarring, bone loss and tissue damage. After the review of medical records for MDR reportability, it was stated that the patient was revised to address pain, elevated metal ion levels, metallosis and psuedotumor. Revision notes reported copious murky fluid, corrosion and black tranishing on the trunnion and osteolysis. Result for metal ion level was not provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to potential metallosis. Update: 24 nov 2017: litigation record received. In addition to what was previously reported, litigation alleges pain, metallosis, pseudotumor and synovium. X-rays showed obvious lysis and MRI revealed a large pseudotumor. It was also reported that the metal ion test reported of an elevated cobalt level of 4.0. It was also reported that large amount of copious murky was seen, corrosion and osteolysis. Pathology reported extensive necrosis and chronic inflammation. Weakness of the leg was still noted. This complaint was updated on nov 29, 2017.